Event description:
Related manufacture reference number: 2017865-2023-52388. It was reported that the patient presented in clinic. Interrogation noted that the implantable cardioverter defibrillator incorrectly identified the supraventricular tachycardia as ventricular tachycardia. Pacemaker mediated tachycardia and noise on the atrial channel and discrimination channel of the implantable cardioverter defibrillator were also observed. The atrial noise was suspected to be caused by atrial lead. No interventions were performed. The patient's condition was unknown.

Event description:
Additional information noted that there were noise oversensing noted on the atrial channel and discrimination channel of the device.